Manufacturer narrative:
Device analysis: the oad was returned with the original cable assembly and original guide wire which was not engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event; the crown and distal tip brushing remained intact and undamaged. There was biological material observed on the driveshaft located both proximal and distal to the crown. The guide wire was removed from the oad without any resistance. The guide wire was also observed to have biological material on the grind transition area of the core wire, which was located approximately 23.2 centimeters proximal to the distal spring tip. The biological material extended over a 3.2 centimeter long section of the guide wire. No other damage or abnormalities were observed that would contributed to the reported event. At the conclusion of the failure analysis investigation, the exact root cause of the tissue becoming wrapped and entangled around the oad and guide wire could not be determined. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during an orbital atherectomy (qa) treatment procedure using the diamondback 360 orbital atherectomy system, a perforation occurred requiring placement of a covered stent. This was a female patient with an 85% stenotic, 5 cm long, moderately calcified at lesion. The reference vessel diameter was approximately 3 mm. The physician used a 6f introducer sheath from a contralateral approach, and then made three runs with the diamondback oad, one each at 100rpms, 150rpms, and 200rpms. On the third run (at 200rpms), the tip of the catheter bent a little bit. The device then bogged down. When he removed the device, it was wrapped with tissue. He treated the area with balloon angioplasty and placed two coronary stents. The procedure was successfully completed without further complications. Additional information has been requested regarding this event, but has not yet been received.